Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remained implanted.

Event description:
Edwards received notification from a territory manager that a patient with a 26mm s3u valve, implanted in the aortic position, underwent a valve in valve after an implant duration of 1 year and 4 months due to migration and pvl. As reported, a patient underwent a cardiac cath prior to intervention and it was observed that the 26mm s3u valve migrated towards the ventricle. Tee prior to intervention also showed severe pvl on the right side. A 26mm s3u valve was implanted.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint paravalvular leak was confirmed based on the medical records. However, the complaint of thv valve migrated was unable to be confirmed as no relevant imagery / medical record was provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''patient underwent a valve in valve after an implant duration of 1 year and 4 months due to migration and pvl. As reported, a patient underwent a cardiac cath prior to intervention and it was observed that the 26mm s3u valve migrated towards the ventricle. Tee prior to intervention also showed severe pvl on the right side''. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. In this case the medical report review suggests that the valve was likely under expanded. It's possible that the thv was not properly anchored to the annulus due to the possible under-expanded valve, leading to thv migration. As such, available information suggests that procedural factors (under-expanded valve) may have contributed to the complaint event . In this case, the valve was migrated towards the ventricle, and this factor could have compromised the seal provided by the pvl skirt between the valve and the annulus, leading to pvl. As such, available information suggests that patient factors (thv migration) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.